Manufacturer narrative:
Device returned with no lot ID. Broken atrticulation sleeve, broken cartridge sleeve.

Event description:
It was reported the device used for a laparoscopic hernia inguinalis procedure. It was reported by the affiliate that the black protection ring around the articulating point broke. The ring fell into the abdominal cavity and according to the surgeon he lost 20 minutes for the ring. The device reload unit (omr20) also became jammed. There was no consequence to the pt.